Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) saw air bubbles in the drain line while using homechoice (hc) machine. This occurred during dwell cycle two of five of peritoneal dialysis (pd) therapy. The hp was connected at the time of the event. The hp reported air in the drain line but could not identify any obvious issues with the supplies that would cause or contribute to the air. The patient continued and completed therapy with no issues noted. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.